Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the artificial urinary sphincter was previously removed due to incontinence. The incontinence symptoms began on (B)(6) 2019. The patient outcome following the surgery was reported as good.